Manufacturer narrative:
The device was evaluated by a field service representative. This report will be updated when the evaluation is received a reviewed.

Event description:
It was reported that the neptune had an exposed wire. No other information was provided by the account. It is unknown if the protective insulation was intact.